Event description:
It was reported that a homefill was attached to a concentrator and the unit "exploded". There was no user injury. Should additional relevant information become available, a follow-up report will be submitted.